Event description:
It is reported that the guide became lodged in the im canal. Upon removal, the guide was broken.

Manufacturer narrative:
Evaluation summary: it is not known whether the im canal was prepared per the recommended technique before inserting the guide which can result in the binding of the guide rod. Also, the curved femur anatomy could be a contributing factor to the binding. The cause of the alignment guide seizing in the femur could not be definitively determined due to insufficient information. H6: evaluation codes: as returned, the alignment guide exhibits some deformation damage to the im rod at approximately the cut guide. Additionally, the proximal end of the device exhibits deformation damage from usage. Device history records indicate device manufactured to specification and has a potential field age of approximately one year. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufactures guidance document published by the FDA in march of 1997.